Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the physician/author stated the three valve-related deaths included two patients with degenerated stenosed valves who died suddenly, and one patient who died of sepsis due to infective endocarditis. No bioprosthetic valves were explanted in the study population. No serial numbers were provided. No further details were provided.

Event description:
Literature was reviewed regarding ten-year outcomes after transcatheter aortic valve implantation (tavi). The study population included 267 patients who were predominantly female with a mean age of 80.4 years old. All patients were implanted with a medtronic corevalve bioprosthetic valve. There were two deaths that occurred following development of severe structural valve dysfunction. Additionally, the authors referenced three valve-related deaths. No further details were provided on these death events. Regarding the remaining deaths in the study population, there was no statement establishing a causal or contributory relationship between medtronic product and those deaths. Among all patients adverse events included: structural valve dysfunction, infective endocarditis, periprocedural myocardial infarction, stroke, major bleeding or vascular complication, acute kidney injury, severe aortic stenosis, moderate to severe aortic regurgitation, severe paravalvular leak, and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: elbasha et al. Ten-year durability, hemodynamic performance, and clinical outcomes after transcatheter aortic valve implantation using a self-expanding device. Cardiol ther. 2024 may 12. Doi: 10.1007/s40119-024-00369-2. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.